Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report inconclusive. Analysis of the tool is pending; findings will be provided once the evaluation is complete. However, this is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tool broke during use in a procedure. It was reported that there was no injury to the patient. In addition, it was reported there was no patient symptom or complication associated with the event. Patient information was requested, but was not provided by the facility. On follow up, it was confirmed there was no patient impact, and the current patient status was described as okay. The procedure was cranial. It was reported there were no additional or non-routine actions taken due to the broken tool. The initial reporter information was provided.

Manufacturer narrative:
Report confirmed. The tool was received used, broken and heavily corroded. The tool broke where the spiral fluting ends. Galling was found on several locations on the tool. The likely cause was identified as the tool made contact with a metal object during dissection, creating a surface defect which propagated into a fracture while rotating. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.